Event description:
The device was removed due to "hole in [the] tubing to reservoir near reservoir." The cylinders were left in place, while the rest of the device was removed and replaced with the same model components, produced by the same MFR.